Manufacturer narrative:
Date of report : 21feb2019, date rec¿d by MFR : 20feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The unit was plugged into the power supply and performed as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 31dec2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit initially failed to power on, then later failed to shut down. There was no patient involvement the event date was not specified; estimate used.